Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported.

Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to d6a: implant date updated to (B)(6) 2018.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned in two segments, severed approximately 340mm from the terminal end. Setscrew marks were in the correct location on the terminal pin. Visual inspection confirmed the electrode has a fracture which is distal to the sense b notch.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Additional information was received indicating the s-ICD system was explanted. No additional adverse patient effects were reported. It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high, out-of-range shock impedance measurements of greater than 400 ohms. Electrode fracture was suspected based on x-ray imaging. Technical services (ts) was contacted, and ts recommended electrode replacement. No adverse patient effects were reported.